Event description:
Reporter alleged discrepant back to back blood glucose comparison results performed on two different days. Customer stated blood glucose measured 38 mg/dl versus 93 mg/dl performed 5 minutes apart and 252 mg/dl at 3:47 pm versus 100 mg/dl at 3:49 pm. Customer stated as a result of the comparison, continuing to take normal medications and food. No other actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.